Manufacturer narrative:
Service was not dispatched for the event.bec determined that this was an isolated incident of glass breakage.(B)(4).

Event description:
The customer reported to beckman coulter (bec) that a laboratory technician opened a vial of beckman direct bilirubin reagent and felt a piece of glass hit in the eye. The user was not wearing eye protection at the time of the event. Reagent lot number was not provided. The laboratory technician went to the emergency room for evaluation. No abrasions or injuries were found and the technician returned to work.